Event description:
Procedure: vats (video assisted thorascopic surgery): according to the reporter: tge tristaple reload was loaded, shipping wedge removed and instrument were cycled. The surgeon pressed the green button on the endo gia ultra handle standard to fire the device. When the ring handle was pulled, the ring handle got stuck, and the reload egia45amt was in the middle of the firing on the bronchus. The surgeon explained that the handle was stuck and he had to open the handle with the staple fired halfway across the bronchus. He then fired a second reload across the first firing to complete the full bronchus staple line. Two new egiaustnd handles were opened to complete the procedure. The procedure time was extended less than 30 mins and the restapling on the bronchus was unideal. The restapling resulted in unanticipated tissue loss. No reinforcement material was used. The surgeon advised that the pt was sent home with an air leak, the cause of the air leak is undetermined.

Manufacturer narrative:
(B)(4).